Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: the physician intended to use the protege gps to treat a lesion in the distal aorta. It should be noted that at the time of the event the protege gps was not indicated for use in the distal aorta. During the procedure the physician noticed that the stent partially deployed and could not be deployed any further. The physician was able to remove the stent delivery system (sds) through the sheath. No intervention or injury to the patient occurred. Evaluation summary:the protege gps stent delivery system (sds) was received with 5 cell layers (10 strut layers) exposed beyond the outer sheath. The lock mechanism was snug tight. Both lumens were flushed with water. The flush from the clear flush line (inner-to-outer lumen) exhibited significant red (blood/saline, etc.) Residue. The sds was loaded into a deployment force test fixture. The manifold's lock mechanism thumbscrew was loosened. The stent deployed with 2.80lbs of force. The design specification is 3.0lbs force.